Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Office manager reported, during injection, 1 syringe of juvéderm volbella® xc had a ¿crack in the syringe around the hub where the needle screws on and the product squirted out¿. No injury occurred with the patient, staff, or injector. The packaged needle was used.

Event description:
Office manager reported, during injection, 1 syringe of juvéderm volbella® xc had a ¿crack in the syringe around the hub where the needle screws on and the product squirted out.¿ no injury occurred with the patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates a crack is observed at the 3 mm luer lock level as well as some gel.